Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during a superficial femoral artery (sfa) intervention, an emboshield embolic protection device (epd) filter was placed distal to the lesion without issue. During use of a non-abbott atherectomy device in the proximal sfa, the filter slipped out of position. At the end of the procedure, during removal of the epd, the filter could not be pulled into the retrieval catheter, so the epd and barewire were removed without use of the retrieval catheter. After removal, the below the knee (btk) vessels became occluded. Angioplasty was performed with good final results. There was no adverse patient sequela or clinically significant delay in procedure. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned embolic protection system (eps). The eps was returned with biological material noted at the proximal end of the filtration element. The reported difficulty to remove was unable to be confirmed due to the returned condition of the device. The reported filter migration was unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The reported patient effect of embolism is listed in instructions for use (IFU) emboshield nav6 embolic protection system as a known patient effect of the procedure. The investigation determined the reported filter migration, difficulty to remove, embolism and treatment appear to be related to case circumstances of the procedure. Based on the reported information, it is likely that the manipulation of the filter during atherectomy of the vessel, resulted in the filter migrating out of the original position. The difficulty to remove was likely due to the biological material that was returned stuck on the proximal end of the filter. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.